Event description:
The customer observed falsely elevated architect stat troponin-I results on one patient. The results provided were: on (B)(6) 2022 initial=0.5 ng/ml /repeated on architect isr63385= < 0.01 ng/ml laboratory normal reference range for troponin= < 0.04 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for architect stat troponin-I reagent lot 81271un21. The evaluation of complaint data for the product and likely cause architect stat troponin-I reagent lot 81271un21 did not identified elevated complaint activity. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 81271un21 was evaluated using worldwide data from abbottlink. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 81271un21 are within the established limits, therefore, no unusual reagent lot performance was identified. A device history record review was performed on reagent lot 81271un21, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 81271un21 was identified.